Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 60 to 70% stenosed lesion was located in a moderately calcified and moderately tortuous left circumflex. The lesion was predilated with a maverick2 balloon which resulted in 50% residual stenosis. The 3.0x20 maverick2 balloon was advanced to the lesion with some difficulty. On the first inflation the balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as stable with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).